Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-01346. It was reported the patient was no longer receiving effective stimulation. In addition, the patient needed to have an MRI thus she elected to have the entire scs system explanted. The patient underwent surgical intervention on (B)(6) 2018 where the entire scs system was explanted.